Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient began experiencing pain at the ipg site after weight loss. As a result surgical intervention was undertaken on (B)(6)2023 to move the ipg site to address the pain. Effective therapy was restored postoperatively.